Event description:
I placed a bandaid on and got a rash in the shape of the bandaid. It itches like crazy! Johnson and johnson band aid adhesive bandages 211105 made in brazil. I have never had problems with band aids before and I am 44 years old. Bleeding injury small.